Manufacturer narrative:
The insulin pump had intermittent button response due to moisture damage on keypad traces however, no button error alarm was noted. The insulin pump was received with minor scratched display window, cracked case at display window corners and cracked reservoir tube lip.

Event description:
Customer reported via phone call that they have a button error alarm. The blood glucose reading is 60 mg/dl. The insulin pump will be replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.